Event description:
In 2009, caller alleged discrepant results compared with doctor's office and lab. Results as follows: inratio = 2.2; doctor's office = 1.8 and lab = 1.7.

Manufacturer narrative:
Investigation pending.